Event description:
It was reported that on (B)(6) 2010 the patient had severe hypotension while in the recovery room at the end of an atrial fibrillation procedure done as part of the expresso study. A moderate and non-compressive pericardial effusion was identified. Subsequently the patient was hospitalized in intensive care after the procedure and was treated with dobutrex for 3 days. The pericardial effusion resolved without sequelae on (B)(6) 2010. The prognosis for the patient was satisfactory.

Manufacturer narrative:
(B)(4). The adverse event occurred post-procedure. No product malfunction was reported and no service was requested by the customer. Therefore, no product evaluation has been performed.